Manufacturer narrative:
Follow-up # 2.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results of "between 90 and 110 mg/dl" on the subject meter compared to "between 70 and 80 mg/dl" on another, unspecified meter. No timeframe was provided by the reporter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 5/28/2015 correction.the following product analysis should have been included with the original MDR submission.the lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.